Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy surgery on a canine, it was observed that the small battery drive device seized up. It was reported that there a delay but the length of the delay was unknown. It was reported that a spare device was available for use. It was reported that the surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. The reporter stated that the event occurred on (B)(6) 2016; however, the exact date of the event was unknown. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
At the time of the initial report, the device was received. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was worn, the unit had no power, unknown liquid was found inside of the unit, corroded bearing, damaged triggers spring and the electric motor was damaged, no rotation. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing and failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.